Event description:
Reproducible noise on the rv channel and ff channel. Rep thinks it might be a possible subclavian crush. On (B)(6) 2016, we were informed this lead was explanted and replaced. The ICD was replaced at the same time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.